Manufacturer narrative:
(B)(4). Device coding: against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received states: the physician entered the pt's circumflex with a 3.0 x 8 xience stent balloon, the stent was deployed successfully, however, when pulling the stent delivery system out, the balloon had resistance and the physician pulled on the balloon when it broke off inside the circumflex. Several attempts were made to remove the balloon tip. The pt. Had no discomfort or any changes to hemodynamics at this time. Pt was stable when he left the cath lab. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. In this case, it is likely that the application of force contributed to the shaft separation; however, force was applied in response to procedural circumstances.